Event description:
The affiliate reported that during a tvt procedure, while inserting the needle and passing it through the retro pubic space the tape pulled off the needle. It was noted that the pt was of average weight, but had previous surgery and a lot of scar tissue. The procedure was completed using another device. There were no adverse pt consequences reported.